Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was inaccurate. There was no reported impact to customer's blood glucose. Contact did not provider further information. Upon follow up, contact time issue was continuing. Contact declined tandem technical support's offer to troubleshoot.